Manufacturer narrative:
Device intended use was sent to customer and was advised that the device was used off label used as device was not mean to be used with chest tubes. Due to the age of the device (17 years) customer was advised that it was best to purchase a new device rather than reparing the non-conforming device. Regardless of the repair price, customer approved repair of device.

Event description:
Reporter stated that device failed while patient was being transported for an MRI. Suction required for chest tubes was not strong enough when using a suction y-site adapter to keep chest tubes to suction, suction was only strong enough for single suction connection. It sounds like this patient had multiple chest tubes they were trying to keep suctioned and used the y-adapter connection from a single suction line coming from the suction pump itself.